Event description:
Per independent repair center, unit is alarming or red light. Failures include: valve stuck, poppet kit not shifting, leaking heat exchanger, loud fan, leaking at clamp, short circuit in power switch, leaking at zip ties, and leaking at elbow.